Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Unique identifier (UDI) number not available. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that abutment fractured. After visual inspection it was observed that abutment fractured at the screw of the abutment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One abut tapered one-piece scr-v 3.5mm 3mm, tac3 was returned for investigation. Visual inspection via naked eye and camera magnification was completed. Fracture was identified at the screw portion of the abutment. No pre-existing conditions noted on the complaint. Bone density type unknown. Device history record (DHR) review could not be performed as the lot number associated with the tac3 was not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review via item number (tac3) was performed for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.